Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. No return sample was available. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed vitamin b12 results on the architect i2000sr analyzer. The following data was provided: patient 1 ranging from 97-185, patient 2 ranging from 63-177, patient 3 ranging from 71-161, patient 4 ranging from 97-158, patient 5 ranging from 99-158. The customers normal range is 138-162 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2018 the lot number was provided 77252ui00 and changed from unknown. An evaluation is still in process, a follow up report will be submitted when the evaluation is complete.